Event description:
On (B)(6) 2015 I gave birth via cesarean, and signed the consent for tubal sterilization. I was unaware what procedure was done. I was under the impression my tubes were cut and burnt. In 2017 I began having multiple issues with excruciating pain. I went to my ob and he said I had a cyst. I've never had one in my life. From that visit on I made multiple trips to the ER and each visit more cysts were found. My periods were also becoming very irregular. I was informed that cysts wouldn't cause a delayed period. Each month they got later and later, and each month I was worried I was having an ectopic pregnancy. But then my periods would start and they would be horrible and extremely heavy. I was then concerned I was having a miscarriage. With this happening each month I figured my tubes must have grown back together, I decided to pick up my operating report to see what procedure was used. I found out I had filshie clips, I had no idea what these were, nor did I know this is what was used for my sterilization. I wasn't given the option to not get these nor was I explained anything on them. I wasn't aware of side effects; I was completely blind to everything and I had never heard of them. I still didn't associate my medical problems with these clips until I researched them and gathered all the info I should have been given before I received them. I began having symptoms of menopause this year as well and when mentioned to my ob, she brushed it off and told me, she wouldn't check for menopause until I've gone 12 months with no menstrual. I mentioned to her that I had filshie clips and asked if my symptoms had anything to do with these clips. She assured me they didn't. I also mentioned them migrating and was told they could but it wouldn't cause any harm to me. I disagree, I feel a foreign object placed in ones body and left there can cause multiple problems, as mine have, especially if they don't stay in place. I have also been diagnosed with severe depression along with other things this year. I've dealt with pain leading to hospital visits, mental issues leading to psychiatric visits, symptoms of menopause at the age of (B)(6) and many more. I feel these clips are dangerous and should be used. Please help. Thank you.